Event description:
The pt reportedly experienced loss of lock. External equipment was exchanged, however, this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.